Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the button was successfully extended with the obturator. As the physician attempted to place the device, the obturator perforated the dome of the button and damaged the stomach wall. The stomach was checked endoscopically and bleeding in the stomach was noted. The physician confirmed via CT that the stomach wall was perforated. The issue was rectified by way of hemostat and a prescribed antibiotic. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. It was reported that the patient has recovered from the perforation and administering of nutrient has been started.

Manufacturer narrative:
A visual examination of the button found an approximately 4 mm long tear in the side of the dome. The tear was approximately 7 mm from the protruding portion (nipple) of the button dome. The condition of the returned unit was consistent with the complaint incident that obturator rod tore the button dome. During placement the obturator rod is to be placed into the protruding portion (nipple) and then the device is to be distended. This allows the tensile forces to be evenly distributed through throughout the device. The device placement method was contrary to the guidance provided in the directions for use (dfu) supplied with this kit, therefore most probable root cause is user/ use error. A device history record (DHR) review of lot number 15524784 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 15524784.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the button was successfully extended with the obturator. As the physician attempted to place the device, the obturator perforated the dome of the button and damaged the stomach wall. The stomach was checked endoscopically and bleeding in the stomach was noted. The physician confirmed via CT that the stomach wall was perforated. The issue was rectified by way of hemostat and a prescribed antibiotic. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. It was reported that the patient has recovered from the perforation and administering of nutrient has been started.

Manufacturer narrative:
Although the exact patient age is unknown, it was reported to be over 18 years old. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.